Manufacturer narrative:
A full analysis of the patient folder has been performed and revealed that the incorrect display of the post-operative CT scan was due to the presence of artifacts in it. This is due to a known software anomaly. This anomaly is being corrected on the u.s. Affected devices, please refer to FDA recall reference z-1151-2020.

Event description:
The company field service engineer was present for an seeg case. A merging issue occurred after the surgery was done and the patient was not near the robot.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI :(B)(4).

Event description:
The field service engineer was present for an seeg case at (B)(6) hospital performed by dr. (B)(6) on (B)(6) 2020. A merging issue occurred after the surgery was done and the patient was not near the robot.